Event description:
The facility's biomed reported the pump displayed failure code 73. It is not known if this failure code occurred during biomed testing or pt use. The biomed noted there have been no incident reports filed on this device since the last baxter service event.